Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with a "sparc sling system" to treat stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff has suffered "serious bodily injuries" "extreme pain, erosion of her internal bodily tissue, stress urinary incontinence, nocturia and other injuries." The plaintiff's attorney also alleges the plaintiff has experienced "significant mental and physical pain and suffering, has required additional medical treatment" and "has sustained permanent injury" and "injuries will result in some permanent disability" as well as other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.